Event description:
It was reported that pump declared cartridge change error during use. There was no adverse impact to the customer's blood glucose level. Customer, under guidance from technical support, removed cartridge, inspected o-ring and pneumatic tap area, cleaned pump connection point, reattached cartridge ensuring it was fully in place, and followed on-screen steps to complete loading, after which customer successfully resumed insulin delivery.